Event description:
The customer reported error code 351-6740. There was no patient involvement.

Manufacturer narrative:
Addition of h7 and h9.

Manufacturer narrative:
Correction in e2, g2. Additional in d8, d9, h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bent tube drive causing error 351-6740. Front cover and rear case bottom front corners cracked, barrel clamp damaged shaft, flange gripper wiper seal cracked, left iui contaminated, right iui contaminated. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the carriage assembly. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 11nov2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported error code 351-6740. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported error code 351-6740. There was no patient involvement.